Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2014 due to overdose symptoms. The patient was experiencing a decline in respiratory status and was retaining urine. The patient had been given narcan twice and was catheterized. The following day, the healthcare provider (hcp) requested that a manufacturer representative go to the hospital to program the patient¿s pump to minimum rate. At the time of this report, the pump had been programmed to minimum rate. At the time of this report, the patient status was indicated to be ¿alive-no injury¿. The device system was used to deliver morphine.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).